Event description:
During a pta to the common femoral artery, the balloon ruptured at seven atmospheres. The target lesion was heavily calcified and mildly tortuous. The lesion was 100% stenosed. There were no reported patient complications. The product appeared perfect during pre-use inspection, and no anomalies were noted during prep. As per the reporting affiliate, no additional patient or procedural info is available.